Event description:
We continue to experience poor performance with the bionet cardiocare 2000 EKG, especially with recurring errors in the computer-generator interpretations. Recurrent mistakes include: total inability to identify sinus arrhythmia: the unit typically misreads this as pac's, a run of pac's or a-fib. Total inability to identify ectopic-nonsinus-atrial rhythms. Total inability to identify paced rhythms. Frequent failure to properly identify sinus bradycardia: it often interprets sinus bradycardia with rates >50bpm as junctional rhythm, though p waves with normal axis and pr interval are present. Frequent failure to identify significant st/t wave abnormalities. Frequent failure to identify left anterior fascicular block. Compared to cardiograms produced by machines from (B)(4). Hewlett- packard, and other to cardiocare 200 is the least reliable machine for interpretations.